Manufacturer narrative:
Investigation results indicate that the break observed in the returned bur could not be replicated through normal use. The bur breakage was potentially as a result of excessive force. The bur product label has an icon with the warning "do not use excessive force".

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.